Event description:
It was reported that during the maintenance checkup the gso engineer noticed the connector was tightened with the torque of 4.5n or smaller. No additional information is available for this complaint.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.